Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed leaking probes on the cuvette wash water manifold. The fsr replaced the cuvette wash water manifold which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history was reviewed and revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the cuvette wash water manifold were identified.

Event description:
The customer observed falsely decreased sodium result generated on the alinity c processing module for one patient. The sample was repeated on another instrument and the result was normal. The following data was provided: customer¿s normal range: 136 to 145 mmol/l. Sid (B)(6) initial result = 120 mmo/l, repeat result on another alinity instrument = 140 mmol/l there was no impact to patient management reported.

Event description:
The customer observed falsely decreased sodium result generated on the alinity c processing module for one patient. The sample was repeated on another instrument and the result was normal. The following data was provided: customer¿s normal range: 136 to 145 mmol/l, sid (B)(6) initial result = 120 mmo/l, repeat result on another alinity instrument = 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.